Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received march 2, 2016: per the reporter, some fragments from the broken instrument were left in the patient.

Manufacturer narrative:
A product investigation was completed: our investigation of the complained instrument showed, that the tip of the screw driver shaft is broken off as complaint. It is likely that the tip is twisted and after broken off during tightening. We are not able to determine the exact reason for this reported problem, but it is likely that too much force and/or the non-use of torque limiter did lead to the breakage. In this context we would like to focus on the specific advice inside the surgical technique guide. The manufacturing records were reviewed the screwdriver shaft was manufactured in march 2015, produced to specification and met all release criteria. No product fault could be detected. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 3, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that small hexagonal screwdriver shaft broke during a surgical procedure on (B)(6) 2016. As a result, the procedure was extended by approximately ten (10) minutes. There was no reported harm to the patient. The instrument has been in usage since (B)(6) 2015. This report is 1 of 1 for com-(B)(4).